Manufacturer narrative:
Evaluation summary: fracture of the inner pin may occur due to the fatigue caused by activity level of the patient or due to insufficient engagement of the pins during surgery leading to stress risers. No post-op x-rays or any other visual means have been provided to confirm whether locking occurred in the first place. Cause cannot be definitively determined. Evaluation codes: all four tines on inner pin are fractured. Poly components also exhibit significant damage. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis of the tine fractures showed fatigue striations indicating that fracture occurred by fatigue. Energy dispersive spectroscopy analysis of component material showed ti, ai, and v typical of tivanium alloy.

Event description:
It is reported that the device was implanted in 2004. The bushings were found to be dissociated from the humeral and ulnar components. Device was revised in 2007, where three locking "prongs" were found inside the elbow, the fourth was not located and may remain implanted in the patient.